Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that after undergoing a pump exchanged on (B)(6) 2020 for driveline faults, the patient had a pump pocket hematoma on (B)(6) 2020. The hematoma was drained. Related manufacturer's reference number for the pre-exchange driveline faults: 2916596-2020-00392.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively established. The account communicated that the patient had a pump pocket hematoma on (B)(6) 2020. According to the account, the hematoma was drained. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. The heartmate ii lvas IFU is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information provided. The manufacturer is closing the file on this event.